Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
During variax elbow surgery, the locking screw did not lock to the plate. Other screw was able to be locked to the same hole of the screw